Event description:
Analysis of the returned device revealed that the stent delivery wire was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the stent delivery wire revealed that the distal bumper marker was not present. Scanning electro microscope (sem) analysis results determined that the distal end of the stent delivery wire broke. Information available indicated that difficulty was encountered during advancement of the device within the microcatheter through tortuous anatomy and force was exerted during removal of the stent delivery wire (sdw) from the microcatheter. It is probable that the highly tortuous anatomy and the operator applying too much force to the device during removal from the microcatheter contributed to the sdw breaking. In addition, the microcatheter used in the procedure was also returned for analysis and blood was present within the shaft of the microcatheter indicating insufficient flush had been maintained. This also most likely contributed to the sdw breaking. The directions for use specific instructions to maintain continuous flush with sterile heparinized saline through the microcatheter. Therefore, a root cause of user/use error has been assigned to this investigation.